Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user has been getting alert 38 despite restarting the ilet6 times. The patient's mother confirmed they have changed supplies since then. When turning the device on, it gave an alert of "unable to proceed." The agent had the patient's mother disconnect the ilet from the user and check the cartridge. She reported there were no bubbles or damage to the cartridge and tried to rewind the piston and the "unable to proceed alert" popped up again. The issue persisted. This event reportedly resulted in a hyperglycemic event of 401 mg/dl. No further symptoms regard the event were reported. The agent informed the pt they will send a replacement ilet.